Manufacturer narrative:
Corrected information provided. Based on assessment the product met specifications at the time of release. Based upon the evidence the system cannot be attributed to the root cause of the reported event; the root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported an incorrect measurement for the intraocular lens implant during image guided cataract surgery. The system showed no rotation required at 50 degrees although the planned axis was 82 degrees. An explant is expected. Additional information has been requested.